Event description:
The customer contact reported breakage of the clave secondary port. The tubing set was being used to deliver an unspecified concentration of rituxan, at an unspecified rate, via a plum pump. It was reported that a few minutes after the delivery was started, the pump alarmed for proximal occlusion. The customer contact reported that a few minutes after the nurse inserted the tubing set into the pump and started the delivery; the pump alarmed for proximal occlusion. At that time, it was reported that the nurse thought that there might be air in the tubing and connected an unspecified syringe to the clave secondary port on the cassette of the tubing set to back prime. It was reported that the pump was reset. The nurse left the syringe connected to the clave secondary port and walked away to get something. It was reported that when the nurse returned, the pump was again alarming for proximal occlusion. At this time, the customer contact reported that the nurse found that the syringe was flopped over and solution was leaking. It was reported that approx 5-10ml of solution leaked. The tubing set was replaced and the therapy resumed. There were no adverse patient effects and no reported delay in therapy critical for this patient. No additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. Representative devices were received for evaluation. Investigation is not complete. The lot number of the device that was in use is unk. The customer contact identified two possible lot numbers (plots). The lot numbers are 411095h and 420605h. This report represents all the info known by the reporter upon query by hospira personnel.